Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on, and error code 46221 was not duplicated. It was also noted that the customer complaint was not verified in the event history log of the device. The reported customer complaint was unable to be confirmed during testing. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had error 46221. No patient involvement with this incident.